Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c16000 processing module for multiple samples. The following results were provided: (customer normal range 0.2-1.2 mg/dl) pt 1234 came into ER on (B)(6) 2023 initial result = 4.5 mg/dl pt 1234 went home and the doctor called and questioned result. The doctor had the patient come back in today for redraw and results = 0.6 mg/dl,0.6 mg/dl the customer then pulled sample from 3/12/23 reran result= 0.8 mg/dl the customer reported no incorrect treatment given or withheld based on initial result; however, extra hepatitis testing was added due to result. Customer then proceeded with rerunning other samples and found more discrepant results: additional results were provided: sid (B)(6) result= 3.2 mg/dl, repeat result =1.20 mg/dl sid (B)(6) result=2.8 mg/dl, repeat result=0.5 mg/dl sid (B)(6) result= 2.3 mg/dl, repeat result= 0.8 mg/dl sid (B)(6)result= 4.0 mg/dl, repeat result= 0.3 mg/dl sid (B)(6) result=4.0 mg/dl, repeat result= 0.6 mg/dl sid (B)(6) result=4.8 mg/dl, repeat result=0.60 mg/dl sid (B)(6) result=5.2 mg/dl, repeat result= 0.30 mg/dl sid (B)(6) result=4.0 mg/dl, repeat result=0.5 mg/dl sid (B)(6) result= 4.4 mg/dl, repeat result= 0.6 mg/dl sid (B)(6) result=1.5 mg/dl, repeat result= 0.4 mg/dl sid (B)(6) result=4.8 mg/dl, repeat result= 0.4 mg/dl sid (B)(6) result=2.5 mg/dl, repeat result= 0.4 mg/dl sid (B)(6) result=4.8 mg/dl, repeat result=0.5 mg/dl sid 3432873 result=5.6 mg/dl, repeat result= 1.10 mg/dl sid (B)(6) result=4.4 mg/dl, repeat result=0.7 mg/dl sid (B)(6)result=4.9 mg/dl, repeat result=0.5 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and performed multiple troubleshooting procedures including part replacement, cleaning cuvettes, and rebuilding of syringes but was unable to determine a single definitive likely cause for the elevated result. The architect c16000, serial number (B)(4) was considered to be the likely cause. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with the issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c16000 or likely cause parts as described. Labeling was reviewed and found to adequately address the issue. A review of historical data found no non-conformances related to the current complaint. Based on the investigation, no systemic issue or deficiency for the architect c16000 processing module sn (B)(4) was identified. Completed information for section a1 patient identification: (B)(6). All available patient information was included. Additional patient details are not available.this issue was previously reported under MDR number 3016438761-2023-00195 under a different suspect device.